Event description:
The device was used during a cholecystectomy procedure. Reportedly the gauze tip of the instrument disengaged into the pt's cavity which was retrieved by the surgeon wtihout injury to the pt.